Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of bent stylet is confirmed; however, the exact cause is unknown. One photograph of a groshong nxt clearvue catheter with a stylet was returned for evaluation. Visual observation of the photograph showed a groshong catheter with an inlaid stylet. The stylet was observed to be kinked about a third of the way down from the proximal end of the catheter. No details of the kink site could be discerned in the photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. Clear liquid can be observed around the catheter in the photograph. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that a bent or kinked guidewire was discovered inside the catheter during placement. No further details provided.